Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
Individual using the independent lifter had the leg supports slip from under both legs as they were being lifted up. In an attempt to lower themself down they fell to the floor. They reported having fractures to the following areas: left hip, left tibia, left foot, left pinky toe, and right fibula. The patient has osteoporosis and went to the hospital for treatment.